Event description:
Medtronic received information via literature regarding a (B)(6) year old female patient with a history of congenital aortic stenosis (as) who is status-post multiple corrective surgeries for congenital heart disease and recurrent aortic regurgitation. The patient further developed severe aortic stenosis and pulmonary regurgitation and required further intervention without undergoing surgery. She underwent attempted valve-in-valve transcatheter implantation of a medtronic corevalve bioprosthetic valve (unique device identifier numbers not provided). However, the valve embolized to opening of the innominate artery, causing aortic arch dissection, ischemic stroke and partial aortic arch obstruction. A second non-medtronic tavr valve was then placed. Approximately 9 months later, after recovering from the stroke, the patient underwent surgical replacement of the ascending aorta/aortic root, leading to removal of the embolized corevalve. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: haloot j.; et al. Embolized tavr and stroke: complication of tavr in congenital aortic stenosis. J am coll cardiol. 2022 mar 8; 79(9_supplement):3143. Doi: 10.1016/s0735-1097(22)04134-1 earliest date of publication used for date of event. Medtronic products referenced: xxxxx (PMA# xxx, product code: xxx). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that the medtronic corevalve was structurally intact and did not, by its structural design, contribute to the observed adverse events. With the corevalve having embolized within the left ventricular outflow tract (lvot) along with the presence of two non-medtronic transcatheter valves within that space, the combination caused increasing pressure gradients across the lvot. The physician/author noted this combination led to further left ventricular hypertrophy (lvh) and dyspnea-on-exertion (doe), ultimately requiring surgical intervention.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.